Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Functional tests included use testing. A battery was inserted into the pump and when the pump was turned on and an error code was displayed with an alarm. The pump software applications were reinstalled and the coin latch lock flex strip circuitry were replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to customer damage.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited error codes. It was not specified whether or not they occurred during infusion or interrupted therapy. No adverse patient effects were reported.